Event description:
It was reported that the patient was diagnosed with degenerative disc disease and arthrosis and was selected to participate in the us ide clinical trials for prodisc-l. The patient underwent a total disc replacement at l4-5 and l5-s1 with two unknown prodisc-l implants on an unknown date in (B)(6) 2002. A second surgery to remove an unknown item that was inadvertently left in during the total disc replacement in (B)(6) 2002 was performed on an unknown date approximately 11 days later. The patient cannot recall what was left in. The patient also underwent a total disc replacement by a second surgeon at c5-c6 and c6-c7 with two unknown prodisc-c implants on an unknown date in (B)(6) 2005. The patient is experiencing neck pain as well as some lower back pain. The patient was advised by a surgeon that the two prodisc-l implants are too deep and too crooked. The patient has stated the prodisc-c implants are not functioning. The patient has undergone dry needling therapy over the past 6 months and has used a morphine patch over the past two years, exact dates unknown. The patient has received x-rays on unknown dates in the past and was advised by a third surgeon that a revision surgery of the two prodisc-c implants to a fusion with a plate and screws may be necessary. The patient will undergo at CT myelogram and MRI on an unknown date. This report is for two unknown prodisc-c implants. This is 1 of 4 reports for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. A search on pub-med failed to uncover any cases reviewing misaligned prodisc-c implants. Proper implant positioning relies on a strict adherence to the surgical technique taught in the mandatory prodisc-c training. This involves extensive use of fluoroscopy especially during the trialing and implant placement phases of the procedure. In this case, it does not appear that the surgeon followed the surgical technique as described in the technique guide. It is not known from the information provided with this complaint, what the cause of the patient¿s pain was. The mandatory surgeon training as well as the technique guide for the device thoroughly covers correct placement for the implant.

Event description:
This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown prodisc-c implants. Implant date was provided as (B)(6) 2005. No explant date available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.